Event description:
The reporter alleged discrepant results on the suspect device when compared to a lab. The device results reported were 4.8, 6.0 and >8.0 inr. The lab results reported were 3.0, 4.3, and 5.0 inr. The device was replaced and requestd to be returned for evaluation.